Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
Vthe reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.5/+1.5/095 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2018 due excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.